Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The color and magnet scheme of the device matches the print. The abrader tip has fractured from the inner shaft. The outer distal sheath is deformed and shows scoring at the tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive side loading or an impact event to the device). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthrodesis of the ankle procedure, the abrader blade was broken. The broken piece was retrieved from the patient's body. The procedure was resumed after a 10-minute surgical delay. It is unknown how the procedure was completed, and no further complications were reported.